Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In the initial procedure, the physician implanted a taxus express2 drug eluting stent, unknown size, to an unknown vessel. Three days post procedure, the pt presented with an mi and angiography demonstrated that one-third of the distal edge of the previously placed stent was occluded. The pt was treated with another stent implant, unknown type and size, and discharged. No pt injuries or complications were reported. Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the pt, therefore no direct product analysis is available. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of the complaint incident could not be determined.